Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 20th october 2009 and performed to specification, alongside random manual power ons, up to the 6th july 2014. Multiple self-test fails were recorded between the 13th-21st july 2014. The device remained in fault mode until august 2014 when an increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the 7th-26th april 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.